Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for elecsys hcg+beta (hcg + b) on a cobas e 411 immunoassay analyzer. Patient 1 initial result was 0.100 miu/ml with a data flag. The repeat result was 1018 miu/ml. On (B)(6) 2023, patient 2 initial result was 1 miu/ml. The repeat result at another laboratory was "positive." The specific result was not provided. On (B)(6) 2023, patient 3 initial result was 1.54 miu/ml with a data flag. The repeat result was 3387 miu/ml with a data flag. The initial results were reported outside of the laboratory where they were questioned by the doctor. The repeat results were believed to be correct. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
Calibration and qc were acceptable. The field service engineer (fse) found the sample/reagent probe was out of alignment and the instrument performance check failed. The fse adjusted the sample/reagent probe and repeated the instrument performance check with passing results. A general reagent problem can be excluded as qc was acceptable. The investigation determined the issue was consistent with the sample/reagent probe issue identified by the fse.